Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and while utilized the delivery catheter, the connection between the insertion tool and the end of the workstation bounced back during injection of the contrast and the contrast "spurted everywhere." The delivery catheter was not replaced. No patient complications have been reported as a result of this event.